Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported computed tomography images dated (B)(6) 2015, revealed a new distal type I endoleak on the pxc201000/8866211 device which was implanted on (B)(6) 2011. In addition, the left common iliac artery had grown around part of the bottom of the implanted device. There is aneurysm enlargement, the amount is unknown. The physician chose to reintervene on (B)(6) 2015. He coiled the hypogastric artery and extended with a gore excluder aaa contralateral leg component down into the left external iliac artery. The endoleak was excluded and the patient tolerated the procedure.